Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient reported redness, pain and itchiness at the sensor site. The itchiness continued after the sensor was removed and it took a month for the skin reaction to heal. Once healed, the itching stopped but a dark scar remained. At the time of report the affected area was still itchy. No additional patient or event information is available.